Manufacturer narrative:
The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. The customer was contacted by a complaint handler to get additional information, with no response as of the date of this report. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed).

Event description:
On (B)(6) 2018, the customer alleged to medela llc that she had a blister from pumping for 11 minutes on level 6 with her freestyle breast pump in early march and was prescribed an anti-bacterial cream. She further alleged that after healing, she went back to using her freestyle breast pump and was only able to single pump due to low suction.

Manufacturer narrative:
The device was returned with the customer's parts and accessories and was evaluated on 05/17/2018. The device passed suction and cycle specifications. Refer to attached evaluation. The customer's report of low suction could not be confirmed. [(B)(4)].